Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that in 2019 (about 2 months ago) she felt like she was being "electrocuted" in the vaginal area for about 10 seconds and she screamed out when it happened. Patient also reporting poor communication today (B)(6) 2019. No trauma or falls reported that could be related to this. Pat agent suggested to have the ins battery checked and reporting shocking to hcp. No further complications were reported or anticipated.